Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving fentanyl (3135 mcg/ml at 1102 mcg/day) and bupivacaine (25.5 mg/ml at 8.961 mg/day) via an implantable infusion pump. It was reported that a motor stall occurred on (B)(6) 2019 at 17:57. There were no environmental, external or patient factors which may have led or contributed to the issue. The pump was scheduled to be replaced on (B)(6) 2019. The issue was not considered resolved. The patient's status at the time of the report was alive, no injury. The patient's weight was unknown. No further complications were reported.